Event description:
It was reported that upon advancing the guiding catheter through the sheath, it was torqued in one direction. There was a kink noted in the guiding catheter. The guiding catheter was torqued again 180 degrees, when it snapped in half. About 70cm of the guide catheter remained in the pt. This was snared with a sheath. Reportedly, there was no pt injury.